Manufacturer narrative:
Occupation is a lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was a complaint of discrepant inr results for one patient tested with coaguchek inrange meter serial number (B)(4) compared to a medical center¿s coaguchek xs meter serial number (B)(4). The result from the medical center¿s xs meter at approximately 9:30 am was 3.3 inr. The result from the patient¿s inrange meter at approximately 9:33 am was 4.9 inr. The patient¿s therapeutic range is 2.5- 3.5 inr.